Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. There was evidence of blood detected. There were no visual defects detected. The device was evaluated for its mechanical function. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob tightened the arm as designed. The arm was not difficult to manipulate, nor was too stiff or tight when manipulating. Based upon these findings, the reported failure mode ¿mechanical issue¿ is not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer movement of the flexlink arm was stiff and felt like the arm stuck when opened the package. Also, the movement of the arm got stiffer while in use, but they managed to use the device and completed the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer movement of the flexlink arm was stiff and felt like the arm stuck when opened the package. Also, the movement of the arm got stiffer while in use, but they managed to use the device and completed the procedure. The hospital did not report any patient effects.